Event description:
Reportedly, during implantation of an intraocular lens (iol) into the left eye, there was a broken haptic. The iol was removed, a vitrectomy was performed, and the same model and power backup iol was implanted. Additional information was requested, but not received.

Manufacturer narrative:
The reported product was returned and evaluated. Microscopic examination was performed and found the lens cut across the optic. The attached haptic was found bent. Additional information regarding the event was requested and not received. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors such as loading or handling techniques and/or procedural factors such as lens and inserter interaction might have contributed to the event.